Event description:
It was reported that during a procedure a piece of the peel away introducer broke off in the patient. It is believed that a larger incision was made in the patient to remove the piece of the device.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. A visual examination showed the device had been broken into pieces. The pieces possessed visible cracks. The tip of one of the pieces appeared as if it had been crushed or pinched. This appears to be where the two pieces broke apart. A review of the device history record indicates the device passed all testing and inspections prior to release from sss. The original equipment manufacturer instructions for use state: "do not use forceps to break handle and/or peel the sheath and cause its withdrawal from the body." "The peel-away sheath should withdraw freely from the body. If resistance is encountered, do not force the peeling action of the sheath or its withdrawal." This is the first complaint for this type of device that sss has received so no trending is available.